Event description:
Boston scientific received information that the physician had difficulty implanting this right ventricular defibrillation lead. It was difficult to find a good position in the ventricle, as the positions that were found resulted in poor sensing. The lead dislodged and was repositioned during the implant procedure. This lead was implanted with r-wave measurements that were not completely satisfactory. During follow-ups, poor r-wave measurements were seen, and the physician chose to reposition this lead. During the procedure, the physician had difficulty removing this lead, despite several attempts. A hemostatic clamp was used at the lead pin to try to retract the screw, but the lead could not be explanted. The physician was not sure if the helix was retracted, or if there was tissue ingrowth. This lead was surgically abandoned and a new right ventricular defibrillation lead was implanted without further problems. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this issue is expected, this investigation is complete. Should further information become available, this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty implanting this right ventricular defibrillation lead. It was difficult to find a good position in the ventricle, as the positions that were found resulted in poor sensing. The lead dislodged and was repositioned during the implant procedure. This lead was implanted with r-wave measurements that were not completely satisfactory. During follow-ups, poor r-wave measurements were seen, and the physician chose to reposition this lead. During the procedure, the physician had difficulty removing this lead, despite several attempts. A hemostatic clamp was used at the lead pin to try to retract the screw, but the lead could not be explanted. The physician was not sure if the helix was retracted, or if there was tissue ingrowth. This lead was surgically abandoned and a new right ventricular defibrillation lead was implanted without further problems. No adverse patient effects were reported.